Event description:
It is reported that plastic broke off while impacting.

Manufacturer narrative:
(B) (4). As returned, the impactor pad has fractured. The device history records have been previously reviewed and found to be conforming. The device has a potential field age of nearly 4 years. Impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor head should be replaced when the part is no longer functioning. The cause of failure appears to be normal wear.